Manufacturer narrative:
This information has not been provided. Additional information has been requested. Investigation is on-going. No conclusion can be drawn.

Event description:
Pt that was implanted with a 160mm mini lengthening apparatus at the 4th metatarsal was returned to operating room 2 months later as device stopped holding distraction. Device was replaced with another.